Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. A guidewire was successfully inserted through the catheter. During deployment and undeployment testing, difficulty in the spline cage to completely undeploy was noted. Subsequently, the catheter was deployed to basket and flower without issue. Dissection of the catheter found an accumulation of corrugated below, which constricted the guidewire lumen resulting in the inability to undeploy the catheter. The reported difficult withdrawing the catheter was not confirmed.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the left atrium and ablation was performed. While the wire was advanced in the left superior pulmonary vein (lspv) and beyond the catheter, the catheter would not fully collapse into linear shape. The physician had difficulty pulling the catheter into the sheath and out of the body. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the left atrium and ablation was performed. While the wire was advanced in the left superior pulmonary vein (lspv) and beyond the catheter, the catheter would not fully collapse into linear shape. The physician had difficulty pulling the catheter into the sheath and out of the body. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was received for analysis.